Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. An imaging catheter was advanced for intravascular ultrasound but device was unable to cross the lesion. Pre-dilation was performed but dissection occurred. A 2.25 x 28mm synergy¿ drug-eluting stent was then advanced but device was caught by the calcification right before reaching the lesion and device was then unable to be advanced. When the device was removed, it was noted that the proximal portion of the stent struts got lifted. The procedure was completed with a non-bsc stent and the procedure was completed. No further patient complications were reported and the patient's status was stable.